Event description:
Complainant alleged that during biomed testing and routine preventative maintenance, tne energy select buttons on the device were not operational the complainant indicated that there was no pt involvement in the reported malfunction.